Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event description above. The patient¿s executive summary was not provided, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was performed and a misload appears to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Evidence suggests that a new valve was loaded and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was then deployed just prior to the point of no recapture and depth assessment was performed in a shallow left anterior oblique (lao) view. Depth appeared to be approximately 3 millimeter (mm) on the non-coronary cusp but possibly deep on the left coronary cusp. The valve was released and fina l angiogram revealed deep position of the valve and possible mild to moderate aortic regurgitation/paravalvular leak. Of note, an echocardiographic assessment would be needed to quantify the amount of regurgitation. There is no evidence of any further intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during fluoroscopy check of a transcatheter valve, a misload was identified due to crown overlap extending to the fourth node. Subsequently, a new valve was loaded in the same delivery catheter system (dcs) and used to complete the procedure. No patient complications were reported as a result of this event.